Event description:
The iab was inserted via an introducer sheath in the right femoral artery. Nine days after insertion, blood was noticed in the helium tubing, and the pump alarmed. The iab was removed and a replacement was not indicated. There were no pt complications.